Manufacturer narrative:
Concomitant medical products: 694758 lead (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves and undersensing. Additionally, it was reported that the right atrial (ra) lead exhibited low p-waves. The rv lead and ra lead remains in use. No patient complications have been reported as a result of this event.